Event description:
It was reported that the customer encountered a cgm error 42 on their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump; however, the error persisted, leading to the decision to replace the pump since it was still under warranty. The customer will use multiple daily injections (mdi) as a backup. The customer was instructed on various procedures, such as placing the old pump into storage mode before returning it and programming the replacement pump with their settings. The customer acknowledged all instructions and arrangements were made for the replacement pump's shipment, including the confirmation of the shipping address and the return of the problematic pump to avoid additional charges.